Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was both heavily calcified and tortuous. The xience prime 3.00 x 28 mm stent delivery system failed to cross to the lesion due to the torturous anatomy. During removal, difficulty was also noted. The patient remains on medical management with no further treatment. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.